Manufacturer narrative:
H11: the actual sample was returned for evaluation. A visual inspection with the naked eye was performed and a separation between the dark blue female connector and the light blue main body of the transfer set was observed. Functional tests including leak, clear passage, and clamp function tests were performed with no issues identified. The reported condition was verified. The cause for the reported condition was determined to be manufacturing related caused by inadequate solvent bond between the female connector, insert chip, and main body. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue tip) and the main body (light blue) of the minicap transfer set; further described as ¿the dark blue tip came apart from the light blue¿. This was observed during use of peritoneal dialysis therapy. The transfer set had been placed on the patient two days prior to the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.